Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to securely connect to an electrode belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was physically damaged and unable to securely connect to an electrode belt. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to securely connect to an electrode belt.